Event description:
Account reported that a sample initially reported as negative for hcg and when repeated gave results of 99.93, 102.6 and 106.5 miu/ml. The patient was redrawn and the sample gave hcg results of 109.0, 110.8 and 116.0 miu/ml. Patient sample was run on an alternative method which reported a positive for hgc. The account did not report any adverse events related to the incorrect result. The field service rep found the pinch tubing was worn and repaired the instrument.